Manufacturer narrative:
Date sent to FDA: 7/15/2019. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced urinary frequency, urgency , recurrent infection and eroded mesh. It was reported that the patient underwent removal of mesh on (B)(6) 2017. No additional information was provided.